Event description:
Information received by medtronic indicated that the customer got two pump errors. The customer got a power error detected alarm twice. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer had discontinued using the device. The device was returned for analysis.

Manufacturer narrative:
(B)(4). The pump passed the displacement test, active current test, and self test. The pump failed the sleep current test. Test p-cap locked properly into reservoir compartment during testing. No pump error 25 was noted during testing. Successfully downloaded history files and traces using thump software. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance issue on the j6 connector. Pump alarmed a replace battery alert found on the event date of 01/13/2023 at 22:00:00.000. Pump alarmed a pump error 25 in the pump history files and traces on the event date of 01/13/2023 at 20:00:00.000 due to connector resistance j6/pcba 1. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, moisture damage is confirmed isolated to the battery tube. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcba 1, the pump was monitored and functioned properly. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and corroded battery tube. Pump error 25 was confirmed in the pump history files and traces due to connector resistance j6/pcba 1. High sleep current was confirmed due to j6 connector resistance issue. Moisture damage was confirmed found isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.